Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not unfold. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Loading device was not returned only the delivery device was returned. The tension spring assembly remained in the delivery tube with the seal extended outside the tube in a fully unraveled state. Blood was seen on the seal. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in and on the delivery device indicating that there was an attempt to deploy the device into the aorta. As blood was visible inside the delivery tube, we were unable to take the measurement for the tube. Based on the condition of the device as received, the reported failure "failure to unfold/unwrap" was not confirmed, but was confirmed for analyzed failure "unraveled material/ seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not unfold. A replacement device was used to complete the procedure. The hospital did not report any patient effects.